Event description:
On friday (B)(6) 2023, during surgery on a pt's tonsils and adenoids, it was reported that coblator stopped ablating and the tech noticed the tip of the electrodes were missing of the tip. The piece that was broken off was unable to be located. The pt was not harmed. The pt's guardian(s) were notified of the incident. All evac 70 xtra with integrated cable devices by arthrocare corporation / smith & nephew have been removed. P/n 05122-98 rev k, (B)(4).